Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2026 for a driveline drainage most likely due to trauma. The patient tested positive for enterobacterium. Additionally, the abdomen computed tomography (CT) showed cellulitis of the abdominal wall. The patient was given intravenous vancomycin and cefepime and was then transitioned to bactrim orally to be completed on (B)(6) 2026.